Manufacturer narrative:
Date of event: unknown. (B)(6). Investigation: bd received samples and photos from the customer facility for investigation. The photos were evaluated and the customer¿s indicated failure mode for gel air bubbles with the incident lot was observed. Additionally, evaluation of the customer samples was performed and gel air bubbles was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Based on the investigation, the most likely root cause was determined to be the inadequate air purge after a gel barrel was replaced.

Event description:
It was reported with the use of the bd vacutainer® brand sst ii advance tubes containing silica and gel there was an issue with air bubbles in the gel. It was stated ¿bubbles in the gel matrix were found in sst ii advance and pst tube¿ there was no report of injury or further medical intervention.